Manufacturer narrative:
No patient information provided as no patient was involved in this concern. (B)(4). The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and troubleshooting of the generator was done it was not booting up correctly. The power enclosure was found defective, not giving out 400v to the generator. The power conversion enclosure was replaced. After the replacement, the generator still did not boot. Power conversion enclosure was checked and all voltages were present. After troubleshooting, the isolating standalone board in the generator was found defective, not providing any output to the system. The generator was not ready. They isolated the standalone board and found that it was defective and was replaced. The system booted up and all the functions were tested. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was not booting up by its home page and the mobile view station (mvs) was not communicating with the system. No patient was present at the time of the event.